Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 449 mg/dl. The customer treated with the insulin pump. Customer's blood glucose value was 319 mg/dl at the time of the call. Troubleshooting was performed. Customer stated that her insulin pump supplies may be old, stating she has issues with getting supplies. The customer has spoken with her health care professional regarding high blood glucose.